Event description:
Pt in or undergoing laparoscopic cholecystectomy; reddick-saye screw retractor kit used to retract gallbladder for better visualization. When surgeon placed the screw into the gallbladder, the screw disconnected from the device leaving the screw imbedded in the gallbladder. Once the gallbladder was removed, the screw was visualized in its entirety by the surgeon. There was no harm to the pt from this event.